Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer fill tubing sequence was taking more insulin than previous fill tubing sequences. Tandem technical support advised customer regarding insulin labeling and performing the air removal technique. Customer's blood glucose level was 400 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.